Event description:
The enseal device was opened and plugged into the harmonic generator. The generator gave "replace device" message. The generator was restarted with no change in result. The device was replaced.